Event description:
Patient undergoing robotic left upper lobe wedge resection and possible lobectomy. Surgeon was using the covidien endo gia universal stapler handle with the disposable loading unit after firing the gun 8 times, on the 9th firing the stapler misfired, it allowed the surgeon to cut tissue and deployed the staples however it would not release so that the instrument could be removed. A second stapler handle and disposable loading unit were obtained. Both items were from different lots compared to the first set used. The representative for the company was present and observed that the unit was loaded appropriately. On the second firing again it misfired, it would allow the surgeon to fire when it should not and the surgeon was unable to remove the instruments from the surgical site. The procedure had to be converted to an open case. All products from those lots were pulled out of potential use.